Manufacturer narrative:
Updated fields:b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Customer reported the ¿electrical failure code 52¿ on a cs300 pump while on a patient. He called to report and to have help while replacing the pump with another. This was successful and he had no more questions at the time. The pump will delivered to the hospital biomed department. No other information is available. In future if we receive any repair information will reopen and update the investigation. Based on the evaluation results provided by the field service engineer, the issue was not resolved yet as ¿no repair information is available.¿ however, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
It was reported that during use, cs300 intra aortic balloon pump(iabp) displayed electrical failure code 52. There were no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted on completion of our investigation.